Event description:
During a breast reconstruction procedure, the physician noted that while using the same amount of fluid as the first implant, it did not have the same softness/fullness and was uncomfortable using it. Another one was used and it was okay after filling it with the same amount of fluid.